Event description:
During a surgical procedure the customer experienced recurring "temporary motion sensor mismatch" errors. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.